Event description:
The manufacturer received information about a mitroflow valve 12a19 that was explanted on (B)(6) 2021. No other information provided at this time about the device serial #, date of implant, patient status or outcome, and any valve dysfunction issue.